Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. The angio-seal was deployed and hemostasis was achieved. Approximately one week later, the patient presented with an infection at the puncture site. The patient was treated with IV antibiotics.